Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 years post-implant, it was reported that the pt experienced red heart alarms and pump stoppages while connected to the power module. The pt was admitted into the hospital and a x-ray of the percutaneous lead was performed. The next day, the manufacturer's technical service personnel performed a percutaneous lead replacement.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.